Event description:
It was reported there was unspecified damage to a minicap transfer set which resulted in a peritoneal dialysis (pd) patient experiencing peritonitis. Per the patient¿s physician ¿the peritonitis was caused by various reasons, such as the damage of the external short tube, and the decrease of the resistance of the patient after being infected with covid-19¿. The patient was hospitalized for more than ten days then subsequently discharged. Treatment was unknown. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date in end of (B)(6) 2023. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.